Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient was readmitted into the hospital due to a bacterial driveline infection. It was also reported that the patient had been non-compliant with device maintenance. The patient was treated with drug therapy and ¿prescribed rest treatment¿ and discharged on (B)(6) 2014.

Manufacturer narrative:
Approximate age of the device is 1 year and 5 months. The device remains implanted and in use by the patient. The event occurred at (B)(6) university in (B)(6). A correlation between the device and the reported infection could not be determined. The patient was treated for the reported infection and remains ongoing on vad support with no further events reported to the manufacturer. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.